Event description:
Attempted to deploy 3.0mm x 15mm bestent 2 and was unable to position. Stent and balloon drawn back. Upon entry into guide catheter stent became dislodged from balloon. Stent was retrieved from right coronary artery with a .014 acs ironman wire in place and a 2.0 predator (cordis) balloon.